Event description:
The customer reported that during the application of drug doxorubicin, a leak appeared on the closed valve above the dripping chamber of the infusion set. The liquid was dripping from the closed venting valve. Per the customer the sample will be sent for further investigation. For the investigation we received one used sample of infusion set. Free flow and tightness test were performed on the received sample and a leak was found between the body and the lid of the air vent flap. Visual inspection was performed on all retain samples of the complained batch and no non-conformity were found. Furthermore a free flow, tightness test and a practical test were performed on one retain sample of the same batch with no abnormalities found. A review of the production documents did not show any non-conformities associated with this batch. Per the production facility the entire production process for this batch was investigated and it was determined that the leakage between the body and lid of the air vent flap was caused during assembly process of drip chamber, when the air ventilation was assembled to the dip chamber, the air pressure on the ota machine was not stable at that time. Increased air pressure led to the hammer beat the air ventilation which led to the leakage between the body and lid of the air vent flap. The assembly line was notified and made aware of the incident.